Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed that the fiber optics module was not working properly. After replacing the fiber optics module the stm performed a preventive maintenance (pm) and tested the unit. The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic was not reading. There was no patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic was not reading. There was no patient harm/injury; however there was no adverse event reported.